Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) and a lead impedance alert triggered. It was also reported that the right ventricular (rv) lead had high pace/sense impedance, oversensing, noise and was fractured. The rv lead was reprogrammed and was later partially removed and replaced. No patient complications have been reported as a result of this event.